Manufacturer narrative:
The generator was subsequently explanted and replaced, however, the generator replacement is not alleged or believed to be related to the reported event.

Event description:
A physician reported to an international distributor that a patient had experienced left vocal cord fixed (deemed to mean vocal cord paralysis). The causal relationship to vns/vns surgery was stated to be unknown and the condition resolved following treatment by an otorhinolaryngologist. There was no report of any preceding event nor any patient trauma. It was unknown if the condition was occurring only during stimulation on times. At the time of the event the vns system was exhibiting normal lead impedance and normal battery status.